Event description:
The customer reported snow displayed on the console screen of an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the snow displayed on the console screen was a peeled off charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.